Event description:
It was reported that during a da vinci cholecystectomy procedure, an error occurred and the patient side manipulator (psm), the arm was disabled. Site power cycled the system and restored the arm and the error 23013/ 23008 reoccurred repeatedly. Intuitive surgical, inc. Representative (field service engineer) replaced the arm to correct the reported problem. On (B)(4) 2014, intuitive surgical, inc. Contacted the customer at phone (B)(6) to obtain additional information. Spoke to the charge nurse who indicated that the arm faulted and the procedure was converted to laparoscopy. There was no patient injury, harm or adverse event.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. The reported errors were confirmed during the log review, however, they were not replicated during in-house testing. The arm failed the in-house viscous friction test and the in-house weight drop brake test. The arm passed the slow-sweep test. The axis 2 was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weight drop brake test during failure analysis. Although this was found during failure analysis investigation and no patient injury occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.